Event description:
A heparin flush product is not labeled appropriately. The heparin flush is in a syringe labeled only with the strength 100 units per ml. That is, the packaging has no indication of the volume in the syringe which is 5ml! The company is excelsior medical, neptune nj 07753 -800- 487- 4276. The package insert description lists under the ''product description" section: "each ... Syringe contains the labeled volume ... Of heparin lock flush usp..." However, no volume is on the label! In light of the many errors made with heparin, an unfamiliar user might easily assume that there is 100 units of heparin in the syringe. In fact, there are 500 units in 5ml. The "how supplied" section of the package insert is the only place that references the volume: 100 units per ml; 5 ml in a 10 ml syringe. Interestingly the markings on the syringe only go to 5ml.